Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that hybrid stent and bypass graft repair is a viable option for management of iliofemoral avulsion after tavr.

Event description:
Article received: mosley, g. E. (2016). Management of complete iliofemoral artery afulsion with a hybrid technique. Journal of vascular surgery cases, 37-39. Purpose: to report a case study in which a hybrid stent and bypass graft technique was used to repair a complete iliofemoral artery avulsion after transcatheter aortic valve replacement (tavr). Per the article adverse events included groin complication ¿ hemorrhage, hemodynamic instability, mace (cardiac arrest intra op) and compartment syndrome,.